Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose levels have been going up and down and she was having sensor with inaccurate readings. The customer's blood glucose reached 500 mg/dl on (B)(6) 2017. The customer's blood glucose at the time of the call was 240 mg/dl. The customer stated that she moves around a lot during her sleep and her infusion sets rip off her insertion site. The customer stated that she treated her high blood glucose with insulin pump but she went low, so she treated with manual injections instead. The customer also reported discrepancies in sensor readings that triggered threshold suspend. Blood glucose was 239 mg/dl and sensor glucose was 40 mg/dl or below. Customer did not troubleshoot for high blood glucose. No product was returned for analysis.